Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was intermittently displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump and a manual insulin injection.

Manufacturer narrative:
Customer followed up regarding the issue, clarified the dates of occurrence, and the pump was replaced.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was intermittently displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump and a manual insulin injection. Ongoing troubleshooting with tandem technical support ultimately led to a pump replacement. Reportedly, the customer reverted to an alternate method of insulin therapy.